Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead was not posting any daily measurements. Several attempts to obtain additional information were unsuccessful. The lead was surgically revised and remains in service. No additional adverse patient effects were reported.